Event description:
It was reported that the ventilator failed during patient treatment. There was no patient harm. Manufacturer ref. #: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer. It was reported that the ventilator began shaking during use. The reported event could not be duplicated and no parts were replaced. The ventilator passed all functional and safety tests and was cleared for clinical use. The received logs did not reveal any technical error codes indicating that there is no ventilator malfunction, which is supported by the successful pre-use check performed before and after the date of event. No clinical alarms were generated at the date of event. The root cause for the reported issue could not be determined.

Event description:
Manufacturer's ref.#: (B)(4).